Event description:
Ous MDR - the leads pacing impedance has slowly rose through the years. The physician decided for a device replacement, with downgrade to single chamber ICD due to permanent af and pace and sense switch with the lead in rvot.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The received data were carefully analysed. The available impedance trend confirmed the stable increase of the pacing impedance. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.